Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy.